Event description:
It was reported that, gear shift snapped off into s1 - used drill to remove bone surrounding broken piece of gear shift - removed broken piece with vise grips."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.